Manufacturer narrative:
Response to FDA 483 homedics inspection 12/2006. The heating pad received was dirty, safety warnings were starting to fade, and the pad was all bunched up and would not lay flat.

Event description:
Consumer stated heating pad over heated and burned the sheets of the bed. No bodily injuries were reported.